Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inr: 2.5; lab: >18. Pt was coughing blood. Physician held the pt's coumadin dose and requested a retest the following day. Pt obtained a >18 inr at the hospital. Pt was hospitalized.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer reviewed testing technique with caller. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 2.5; lab: 18; mean: 10.25; confidence limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Donor 1 - see scanned page. Donor 2 - see scanned page. Nes error due to technique issue. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. Device is expected to be returned for evaluation. Investigation is pending.